Event description:
A medtronic representative reported that during a cervical spine case the mayfield head-frame was setup in a way that the medtronic o-arm was not able to be positioned because there was not enough clearance. They discontinued use of both the medtronic o-arm and navigation system prior to incision. They instead used a siemens c-arm for the case. The screws were placed, they looked fine, he laid the rods, was placing a crosslink, and then approximately 10 min after, the biotronic rep said neuromonitoring was having deficits or no response on one side. The surgeon was upset and decided to take of the link and take out the 2 screws on the side that were causing the issue, and then he got back some response but weak. These screws were not replaced. He ended up with a unilateral construct at c2-3. The cause of the 2 screws being misplaced is unknown. They were placed with non-navigated siemens c-arm and later had to be revised due to suboptimal neuromonitoring signal. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).